Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/pain/ physical pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida in 2011, depression and anxiety. Previously administered products included for an unreported indication: oxytocin. Concomitant products included alprazolam (xanax) since 2012, hydroxyzine hydrochloride since (B)(6) 2009 and medroxyprogesterone acetate (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("on my 15th day of bleeding profusely"), lasting 15 days and experienced abdominal pain lower ("cramping"), headache ("headache") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with hydroxyzine hydrochloride, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain lower, headache and nausea had not resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were visualized in the uterine cavity. Discrepancy noted: plaintiff did not underwent for essure confirmation test plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Outcome of event menorrhagia and vaginal hemorrhage was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain pelvic/pain/ physical pain'). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida in 2011, depression and anxiety. Previously administered products included, for an unreported indication: oxytocin. Concomitant products included: alprazolam (xanax) since 2012, hydroxyzine hydrochloride since 5-feb-2009 and medroxyprogesterone acetate 9-may-2011 to august 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("on my 15th day of bleeding profusely"), lasting 15 days and experienced abdominal pain lower ("cramping"), headache ("headache") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: anxiety and mental anguish"). The patient was treated with hydroxyzine hydrochloride, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The abdominal pain lower, headache and nausea had not resolved. And the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were visualized in the uterine cavity. Discrepancy noted: plaintiff did not underwent for essure confirmation test. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/pain/ physical pain') and genital haemorrhage ('on my 15th day of bleeding profusely') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Previously administered products included for an unreported indication: oxytocin. Concomitant products included alprazolam (xanax) since 2012, hydroxyzine hydrochloride since (B)(6) 2009 and medroxyprogesterone acetate (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), lasting 15 days and experienced abdominal pain lower ("cramping"), headache ("headache") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with hydroxyzine hydrochloride, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain lower, headache and nausea had not resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were visualized in the uterine cavity. Discrepancy noted: plaintiff did not underwent for essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet received, new reporter, essure stop date ,event dysmenorrhea (cramping), date, outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.